Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer re-loaded the same cartridge, changed the infusion set, and resumed insulin therapy. Customer¿s blood glucose level was 220 mg/dl.